Event description:
It was reported that the patient presented in the emergency room (ER) with fever, pain, swelling and drainage from the ipg incision site. The physician suspected that the patient developed infection from the implant procedure. The patient was also experiencing difficulty charging and aligning the charger to the ipg. The patient was admitted in the hospital and the physician opted to remove the ipg and washout the pocket site. The explanted device was not returned.